Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the set screw for the right ventricular lead port on the implantable pulse generator (ipg) became stripped. It was noted that the set screw was unable to torque properly. The ipg was not implanted and another ipg was used. No patient complications have been reported as a result of this event.